Manufacturer narrative:
No RMA has been initiated for this issue. Model t4 - serial number/date code (B)(4) is approximately 1 month old. The user manual part number 1110558 rev h (feb-11) was issued with this device. This is an "out of box failure". No consumer involvement.

Event description:
Chrome is allegedly peeling off the handrim. This is listed as an "out of box" failure. No injury is alleged.